Event description:
It was reported the ccu nurse noted the patient was reading 31.7c (esophageal) on the arctic sun device, but 33.5c (rectal) on the bedside monitor. Water temperature (wt) was 40c, flow rate (fr) was 3.3lpm, patient shivering. Initially swapped location of the probes and the temps did not change. The patient was too large to move on their own to check the rectal probe, but they advanced the esophageal and temperature changed to 31.9c. Flexed temperature in cable and temperature remained stable. Erratic temperature alarm, most likely caused by our swapping the probes as they had not gotten any on their shift before now. Had them charge check the x-ray and to the best of their knowledge this probe was in place. They dropped a second esophageal probe which read 31.8c on the bedside but changed to 32.5c on the arctic sun device. When the rest of their team returns from lunch, they will try to move the patient and check the rectal for stool and/or verify with a rectal thermometer. They will also call the provider for guidance. They will call back with resolution later on.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the ccu nurse noted the patient was reading 31.7c (esophageal) on the arctic sun device, but 33.5c (rectal) on the bedside monitor. Water temperature (wt) was 40c, flow rate (fr) was 3.3lpm, patient shivering. Initially swapped location of the probes and the temps did not change. The patient was too large to move on their own to check the rectal probe, but they advanced the esophageal and temperature changed to 31.9c. Flexed temperature in cable and temperature remained stable. Erratic temperature alarm, most likely caused by our swapping the probes as they had not gotten any on their shift before now. Had them charge check the x-ray and to the best of their knowledge this probe was in place. They dropped a second esophageal probe which read 31.8c on the bedside but changed to 32.5c on the arctic sun device. When the rest of their team returns from lunch, they will try to move the patient and check the rectal for stool and/or verify with a rectal thermometer. They will also call the provider for guidance. They will call back with resolution later on.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Water temperature (wt) was 40c, flow rate (fr) was 3.3lpm, patient shivering. Initially swapped location of the probes and the temps did not change. The patient was too large to move on their own to check the rectal probe, but they advanced the esophageal and temperature changed to 31.9c. Flexed temperature in cable and temperature remained stable. Erratic temperature alarm, most likely caused by our swapping the probes as they had not gotten any on their shift before now. Had them charge check the x-ray and to the best of their knowledge this probe was in place. They dropped a second esophageal probe which read 31.8c on the bedside but changed to 32.5c on the arctic sun device. When the rest of their team returns from lunch, they will try to move the patient and check the rectal for stool and/or verify with a rectal thermometer. They will also call the provider for guidance. They will call back with resolution later on. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.